Manufacturer narrative:
Additional information and/or investigation results shall be provided within 30 days of receipt.

Event description:
As reported via legal documentation, a patient had right knee replacement surgery on (B)(6) 2010. They underwent right knee revision surgery on (B)(6) 2023, approximately 12 years 7 months post primary procedure. Revision op report states that the knee was grossly unstable in all planes through the range of motion. The synovium was black from metal debris. The femoral component was well fixed and aligned/sized appropriately. The tibial implant was loose. The right tibial component was shifted into excessive posterior slope to motion of the implant and osteolysis at the fixation interface. The patellar implant was intact without significant wear, and remained well fixed. The mcl was absent. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of loosening, prosthesis wear, instability, and subsidence, or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. D10 concomitants: (B)(6) 02-012-35-3009 - logic tibia ps mod insrt sz 3 9mm. (B)(6) 02-010-01-0330 - logic femoral ps cem right sz 3. (B)(6) 200-02-32 - three peg patella 32mm. H6: corrected health effect, medical device, component, and investigation clinical codes.